Manufacturer narrative:
Additional information: (race: hispanic) - mean and mode used. Date of event: publication date used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Please see the article for further details. (B)(4). Please reference 2032546-2019-00093 for reported adverse events - (B)(4).

Event description:
The following was reported through review of an article titled "three-year outcomes of combined trabecular micro-bypass and phacoemulsification in a predominantly hispanic population with primary open-angle glaucoma". Reportedly, postoperative adverse events consisted of six (6) cases of iop elevation comparing to preoperative iop, and all of these cases resolved with treatment within one (1) week without sequelae. Specifically, four (4) eyes had elevated iop on day one (1) versus preoperative iop. These cases were treated with topical or oral antiglaucomatous medication, resulting in iop normalization without sequelae by week one (1). In one (1) eye, topical steroid (prednisolone acetate) was prescribed at day one (1) due to 1+ anterior chamber cell. Iop increase vs baseline was observed at week one (1), and was presumed to be steroid-induced as there was no indication of another etiology. The case was treated with topical antiglaucomatous medication and rapid taper of steroid, resulting in iop normalization without sequelae by week two (2) visit. Finally, one (1) eye had iop elevated versus preoperative iop at day one (1) and week one (1); this elevation was attributed to red blood cell aggregation extending from the stent. The aggregation (obstruction) was cleared with yag laser at week one (1) visit, which resulted in iop normalization by week two (2). No other postoperative adverse events occurred throughout the remainder of the three (3) year follow-up period. Additional information has been requested. This report references the reported red blood cell aggregation (obstruction).